Event description:
It was reported that the lens was removed intraoperatively due to bent haptic. There was no report of incision enlargement, but suture was placed. The surgeon implanted replacement lens of same model and diopter. No information has been received regarding the type of inserter used during the event. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.